Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: please confirm if anastomotic leak or bleeding. What color cartridges were used throughout creation of sleeve? Does the surgeon routinely wait 15 seconds prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? Were there any difficulties during initial procedure to include staple formation? How was the post-op hematoma and leak identified? What was the location of both? What was done to address issues? What is the current patient status? The only other thing I can add is that it was a hematoma and the patient was transferred to another facility 2 weeks after the surgery.

Event description:
It was reported that post-operative by two weeks after a gastric sleeve the patient developed a leak which led to a hematoma. The surgeon did not apply any reinforcement to the staple line during the initial procedure. There is no additional information.